Event description:
Medtronic received additional event information: the patient had undergone pipeline flex implantation in the treatment of a left, paraclinoid internal carotid artery (ica) aneurysm, there were no reports of any device issues during implantation. It was reported that the pipeline flex was implanted over the perforator vessel. Post-procedure the same day, it was reported that the perforator vessel was occluded. The patient did not experience any symptoms as a result of perforator occlusion.

Manufacturer narrative:
The pipeline flex will not be returned for evaluation as it was implanted in the patient. Based on the reported information, there did not appear to have been any defect of the device during use. The event occurred in the patient post-procedure and its cause could not be conclusively determined from the reported information. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that a patient developed perforator vessel occlusion after pipeline flex implantation. The patient was administered an arterial injection of urokinase. The patient reportedly recovered two days later. The patient had undergone pipeline flex implantation in the treatment of a cerebral aneurysm (size: 12 mm).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.